Manufacturer narrative:
Component code: example g04127. The customer service center specialist (csc) instructed the customer to check the 1ml syringes. The customer reported seeing a deposit in the bottom of one of the syringes. Csc suggested replacing all four syringes. The customer replaced the syringes, the 1 ml syringe (ln 09d41-03), which resolved the issue. Return testing was not completed as returns were not available. A review of the service history of architect c8000, serial number (B)(6), identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results since the part was replaced. The architect system operations manual addresses operational precautions, limitations and troubleshooting of the fluidics subsystem and provides removal and replacement procedures for the 1 ml syringe. A 12-month review did not identify any trends for the part replaced (09d41-03). The current product monitoring review for the architect c platform revealed no trends for the architect c8000 and no similar issues for discrepant results as described in this complaint. Based on the investigation, no systemic issue or deficiency of the architect c8000 analyzer, serial number (B)(6), or the 1 ml syringe (list number 09d41-03) was identified.

Manufacturer narrative:
This follow up is submitted, to populate fields d8 and/or h6 with data, that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer due to privacy issues.

Event description:
The customer reported falsely elevated sodium (na) results on multiple patients generated on the architect analyzer. The customer stated the results were up to 160mmol/l and that upon repeating the results were then with in the reference range (136-145mmol/l). There was no reported impact to patient management.